Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 200+ mg/dl. The customer stated that she started having issues with the pump on saturday. The customer stated that when trying to put the numbers in for bolus, she used the down arrow to scroll around to get the number she needed. The customer stated that the up arrow is not working. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.